Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm and blank display. The customer¿s blood glucose was unknown at the time of incident. The customer also state that buttons were unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with no back arrow button response due to corroded keypad traces. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to no button response. No stuck button alarm noted. Verified the battery tube power connector is properly connected to j7 or pcb 1 during visual inspection.